Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, after the removal of 60% of the stone, the patient had morganella urinary tract infection (uti) and intra-operative bleeding with an estimated blood loss of 300 to 500 ml. The procedure had to be aborted because of these. Post-operation, the patient's mean arterial pressure (map) was 40-60 mmhg. This was managed with pressors and fluid resuscitation. In addition, two (2) units of packed red blood cells (prbc) were transfused to the patient. The patient was then admitted to the intensive care unit (ICU) for further management. Computed tomography angiography (cta) showed no hematoma or active bleeding. One day post-procedure (pod01), the patient was transferred to floor and was later on discharged three days post-procedure (pod03) without further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e0506 captures the reportable event of hemorrhage. Patient code e1310 captures the reportable event of urinary tract infection. Impact code f1001 captures the reportable event of "procedure aborted after removal of 60% stone due to morganella uti and intra-operative bleeding of 300-500ml." Impact code f2203 captures the reportable event of patient underwent computed tomography angiography (cta). Impact code f0801 captures the reportable event of "admitted to ICU for further management." Impact code f2302 captures the reportable event of "two (2) units of packed red blood cells (prbc) were transfused to the patient."

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, after the removal of 60% of the stone, the patient had morganella urinary tract infection (uti) and intra-operative bleeding with an estimated blood loss of 300 to 500 ml. The procedure had to be aborted because of these. Post-operation, the patient's mean arterial pressure (map) was 40-60 mmhg. This was managed with pressors and fluid resuscitation. In addition, two (2) units of packed red blood cells (prbc) were transfused to the patient. The patient was then admitted to the intensive care unit (ICU) for further management. Computed tomography angiography (cta) showed no hematoma or active bleeding. One day post-procedure (pod01), the patient was transferred to floor and was later on discharged three days post-procedure (pod03) without further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure. Additional information received on march 15, 2024: the patient had a history of morganella urinary tract infection (uti). The procedure had to be aborted after the removal of 60% of the stone because of intra-operative bleeding with an estimated blood loss of 300 to 500 ml.

Manufacturer narrative:
Block h11: block b2 has been corrected. Blocks b5, b7, h6 and h10 have been updated based on the additional information received on march 15, 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable event of hemorrhage. Impact code f21 captures the reportable event of "procedure aborted after the removal of 60% of the stone, the patient had intra-operative bleeding with an estimated blood loss of 300 to 500 ml." Impact code f2203 captures the reportable event of patient underwent computed tomography angiography (cta). Impact code f0801 captures the reportable event of "admitted to ICU for further management." Impact code f2302 captures the reportable event of "two (2) units of packed red blood cells (prbc) were transfused to the patient."

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, after the removal of 60% of the stone, the patient had morganella urinary tract infection (uti) and intra-operative bleeding with an estimated blood loss of 300 to 500 ml. The procedure had to be aborted because of these. Post-operation, the patient's mean arterial pressure (map) was 40-60 mmhg. This was managed with pressors and fluid resuscitation. In addition, two (2) units of packed red blood cells (prbc) were transfused to the patient. The patient was then admitted to the intensive care unit (ICU) for further management. Computed tomography angiography (cta) showed no hematoma or active bleeding. One day post-procedure (pod01), the patient was transferred to floor and was later on discharged three days post-procedure (pod03) without further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: blocks h6 and h10 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable event of hemorrhage. Patient code e1310 captures the reportable event of urinary tract infection. Impact code f21 captures the reportable event of "procedure aborted after the removal of 60% of the stone, the patient had morganella urinary tract infection (uti) and intra-operative bleeding with an estimated blood loss of 300 to 500 ml." Impact code f2203 captures the reportable event of patient underwent computed tomography angiography (cta). Impact code f0801 captures the reportable event of "admitted to ICU for further management." Impact code f2302 captures the reportable event of "two (2) units of packed red blood cells (prbc) were transfused to the patient."